Event description:
It was reported that the resident was mobilised on the wheelchair by two nursing staff with the lift and was lowered to a bed by two nurses, at this time the injury was noticed. The patient sustained fractured of the femur. The customer cannot provide information in what circumstances the injury was sustained. The relative (husband) is of the opinion that it can only come from the lift.